Event description:
A vaelo ii c+csc cage implant was chipped laterally upon insertion. It was noticed that the cage was fractured on both sides where the lateral cage inserter connects to the cage. Cage was not impacted further but was deemed structurally sound and left within the patient. Chipped pieces of the cage were retrieved with no split pieces left within the patient for potential migration risk. There was no harm or injury to the patient reported. The failure mode could not be reproduced with a simulated cage insertion and impaction testing. Submitted failure mode suggests an improper/partial engagement of the inserter grip with the cage resulting in concentrated point load leading to chipping of interfacing edges. However, a definitive cause for this failure cannot be determined without x-images, user's disc prep and sizing techniques, and subject devices (implant/instrument) involved. Cause is indeterminate.